Event description:
The customer observed falsely decreased sodium results for several patients on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): sample ID (B)(6) initial result was 101, repeat, on another analyzer, was 137 mmol/l. Sample ID (B)(6) initial result was 104, repeat, on another analyzer, was 140 mmol/l. Sample ID (B)(6) initial result was 111, repeat, on another analyzer, was 140 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: sample ID (B)(6), sample ID (B)(6), sample ID (B)(6). All available patient information was included. Additional patient details are not available. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The complaint investigation for a falsely decreased sodium result on the architect c8000 processing module, serial number (B)(6), included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. The customer inspected the analyzer and found the mixer blade to be bent. The customer replaced the mixer, list number 09d59-02, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.